Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19176, , related manufacturer reference number: 2017865-2020-19177, related manufacturer reference number: 2017865-2020-19179 . It was reported that there was pocket dehiscence and pocket erosion noted at the lateral side of the incision, measuring about 2 cm in diameter. There was also some drainage noted from the site, indicating infection. The implantable cardioverter defibrillator system was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - h6 investigation conclusions code has been updated.